Event description:
On september 6, 2006, the lay user/reporter, the patient's grandmother, contacted lifescan (lfs) alleging the one touch ultrasmart meter was giving inaccurately high readings. The medical affairs specialist (mas) contacted the reporter to obtain and verify information; however, was unable to reach her by telephone. On september 12, 2006, the mas mailed a letter requesting the patient cntact medical affairs. The mas also reviewed the recorded telephone call. In 2006, at an unspecified time, the patient obtained the blood glucose reading of '400-something' mg/dl on the reported meter while at school. At that time, the patient was experiencing the symptom of shaking. Within five minutes, the patient's blood glucose level was tested on another meter, a one touch ultra, and the result of 61 mg/dl was obtained. The school nurse treated the patient with orange juice. At 2:30 pm, after the orange juice, the patient's blood glucose level was tested to be 97 mg/dl on the backup meter. The patient was brought home, and at 3:10 pm, the patient obtained the blood glucose reading of 431 mg/dl on the reported meter. It would have been helpful to determine the time of the first meter reading and the onset of the shakiness, the patient's blood glucose readings from earlier in that day, what meals and medications the patient had taken that day, her medication regimen, if her medication doses are adjusted based on meter readings, and her expected blood glucose readings. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient obtained an elevated blood glucose reading on the reported meter while having symptoms. The patient obtained a result of 61 mg/dlon another meter and received treatment with orange juice to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.